Manufacturer narrative:
The pt used neosporin on the burns and did not seek any medical attention.

Event description:
Pt reported that she received 3 burns on her skin, left side of the back. The burns turned to blisters.